Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: two weeks after filter placement ultrasound found probable bilateral external iliac vein thrombosis. The patient was transmitted to hospice and died one week later ¿from his cancer¿. No product was returned for investigation and no images could be obtained. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the reported thrombosis. Nor can it be determined, if the tulip filter had any impact on the deterioration in the patient's condition. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. There are adequate controls in place to ensure that this device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: principal investigator. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter was placed for a contraindication to anticoagulation due to bleeding: active hematemesis. Subject was admitted to hospital on (B)(6) 2017 and on (B)(6) 2017 consent was obtained and a gunther-tulip ivc filter was placed. On (B)(6) 2017, ultrasound for lower extremity edema found probable bilateral external iliac vein thrombosis. Patient was assessed as serious and possibly related to the filter or procedure. Patient outcome: patient was transitioning to hospice at the time, there was no change in his care and he died a week later. Patient remained in hospital receiving palliative care until his death on (B)(6) 2017 from his cancer.